Event description:
The customer reported system displayed error message which means failure to communicate with sensor. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4): investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).